Event description:
As reported by an attorney, the client experienced an ulceration as a result of contact lens wear. The contact lenses were replaced on (B)(6) 2011. The ulceration was identified on (B)(6) 2011 and care is ongoing. The client was advised by a physician that a corneal transplant will be necessary based on the damage done by the ulceration. No further info regarding treatment and resolution has been made available.

Manufacturer narrative:
(B)(4). The complaint product has not been returned for evaluation and no manufacturing investigation can be performed as the lot number is unk. The root cause could not be determined. (B)(4).